Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had experienced diaphragmatic stimulation. Reprogramming was performed; however, the stimulation subsequently returned along with chest pain. The left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.